Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump frequently had no button response. The insulin pump had not been dropped, bumped or exposed to moisture. The blood glucose reading was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.